Event description:
The patient reportedly experienced intermittencies and loss of lock. Programming changes were attempted, however, this did not resolve the issue. In addition, the patient is also reportedly experiencing pain at the implant site. Surgery will be scheduled to explant the patient's device.